Event description:
Orthopedic surgeon was using k-wire and it broke off in the bone when he went to pull it out. Surgeon felt it would do more damage to attempt to retrieve it therefore he left it in the pt's bone. Original intended procedure was revision of open reduction and internal fixation of right ldt metatarsal osteotomy. Device failed (broke).

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.